Event description:
A customer contacted beckman coulter (bec) to report that a unicel dxc 800 pro synchron clinical system was leaking from reagent probe b. Per customer, the volume of the leak was approximately 10ml. All the fluid was contained in the black drip tray underneath reagent probe b. The customer was wearing proper personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. At the time the leak was discovered, the customer was running qc and no patient samples had been tested; qc results were suppressed. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed leaking from the reagent probe b collar wash and noted that leaking was intermittent. The fse replaced the collar wash waste valve and the solenoid cable which resolved the leak. Repairs were verified per established procedures and results met published performance specifications. A definitive cause for this event could not be determined. (B)(4).